Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be fully functioning. During evaluation, when the pump was received, the display screen was found to be set at a low contrast number; during investigation, the contrast was increased and the display illuminated to normal contrast.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a faded/dim display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.